Event description:
It was reported that a patient's pacemaker was found in backup mode. The device's firmware download and restoration procedure was successful and the issue was resolved. No other information was provided.